Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that a gradual increase in pacing impedances, noise, muscle stimulation was noted on this right atrial lead. The lead safety switch was triggered. A lead fracture was suspected and this lead was explanted and replaced. This lead will not be returned. No adverse patient effects were reported.